Manufacturer narrative:
Complaint confirmed. The evaluation revealed metal scuffing on the ID of the outer tube and on the collar of the inner tube which are typically caused by excessive bending forces applied to the device during use.

Event description:
It was reported that during a labral repair procedure, the surgeon was using an oval burr, ar-8400obe, lot: 10210190. During debridement of the labrum, the burr began to produce metal shavings in the joint. The surgeon attempted to retrieve all the fragments via suction; however some fragments remained. He then used a bone cutter to try and suction, but still some fragments remained. The surgeon noted that the burr did not hit the hood but it did hit bone. The case was completed with a second oval burr without further incident.